Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode possibly caused by minute device mobility can be assumed. However, a device investigation at the explanted device is necessary to determine a root cause. A date for explantation surgery has not been fixed yet.

Event description:
The patient had meningitis in 2015 and has severe ossification. In situ measurements taken (B)(6) 2017 show channels 1-4, 5 _ 9 with high impedance (h spilt array); measurements taken in (B)(6) 2016 showed channel 9 with high impedance; previous measurements showed fluctuation of channel 1 in and out of high impedance. Surgeon will be contacted and CT scan has been recommended. CT scan showed the device in place. Re-implantation with a cmd with a split array is being considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show some affected channels.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The possible trauma to the patient's head might have weakened the fixation of the electrode which led to electrode mobility, which resulted in further electrode damages. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Device malfunction. Patient did have some benefit from the device previously. The recipient was re-implanted.